Event description:
Child was being treated with the model 3100a set at or near maximum capabilities. The child was temporarily removed from the 3100a for some reason. After being placed back on the 3100a, the 3100a's oscillatory amplitude began dropping and could not be increased with the "power" knob. The child was placed on another type of ventilator without any apparent compromise.